Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The 4.50x15 mm nc trek balloon met resistance at the distal tip of the balloon during the attempt to advance the balloon over the balance middleweight (bmw) guide wire. The device was exchanged for a new nc trek and using the same bmw guide wire, the procedure continued on successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided. Returned device analysis revealed balloon peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported difficulty was not confirmed; however, balloon peeling was observed during the analysis which may be due to interaction between the balloon and anatomy and/or associated devices. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.